Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the thermometer icon was persistently displayed, and an unknown error code was seen. Patient was issued a new antenna. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain. Additional information: it was reported the patient was sent a new ins recharger (insr) antenna and is still getting the antenna too hot message. Patient said they can charge the ins from 1/4 to 3/4 then the insr shuts down. Patient said he can never get the ins to charge to full. Patient said he tried changing locations and charges in a cooler room. Patient said the antenna too hot message happens both when the insr antenna is directly on the skin and through clothing. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturing representative (rep). The patient told the caller that even with a new antenna, the patient was still getting the thermometer screen. The patient can charge if he holds the antenna cord straight; however, if he lets go, it would not work. It was noted the patient was using a cloth between the antenna and skin. A replacement recharger was sent to the patient to try and resolve the issue. No symptoms or out-of-box failures were reported. No further complications were reported/anticipated.